Event description:
According to the information received, while trying to place the 38mm amplatzer septal occluder (aso), the patient's heart rate and blood pressure lowered suddenly which required CPR and an emergent operation. The aso was not released from the delivery cable and was removed from the patient before surgery. According to the reporting source, this event was not related to the aso but rather to the sickness of the patient. This event is being reported to the FDA since medical intervention was required to alleviate symptoms. No further information is expected to be received regarding this event.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.